Event description:
A customer reported to beckman coulter, inc. (Bec) that beckman coulter (B)(4) clinical chemistry analyzer generated an erroneously elevated blood urea nitrogen (bun) result of 193.5 mg/dl. The result was reported out of the laboratory. Three different repeat testing were performed on the same and another instrument with same reagents and produced bun results of approximately 30 mg/dl. It is unknown if there was any change to patient treatment as a consenquence of this event.

Manufacturer narrative:
The sample collection and centrifugation information was not provided. Qc data was not provided. The customer indicated that the daily maintenance on the instrument is current. Per service report of (B)(6) 2011, bec field service engineer (fse) visited the site and changed dirty cuvettes. The fse replaced wash station tubing and performed qc, which produced acceptable results. Per service report of (B)(6) 2011, bec fse cleaned reaction carousel and lubricated it. Acceptable qc results were obtained. Although hardware issues were addressed, a definitive root cause was not determined.